Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/pneumothorax procedure, at the fourth firing of bulla resection of the lungs, the surgeon clamped the pulmonary parenchyma, however, the jaws opened on their own. The surgeon re-clamped the tissue but the same event occurred. The surgeon said the tissue might have been so thick that the jaws could not close. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ pneumothorax procedure, at the fourth firing of bulla resection of the lungs, the surgeon clamped the pulmonary parenchyma, however, the jaws opened on their own. The surgeon re-clamped the tissue but the same event occurred. The surgeon said the tissue might have been so thick that the jaws could not close. To complete the procedure, new handle and reload were used. There was no patient injury.